Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be exhibiting premature battery depletion. During a routine follow-up, the device showed an estimated 16 percent till the device meet elective replacement indicator while, prior ambulatory follow-up showed an estimated 36 percent. Latitude data was reviewed, boston scientific technical services consultant confirmed that the power consumption is increasing in a gradual fashion and recommended device replacement due to this anomaly. No adverse patient effects were reported. The revision procedure is scheduled for (B)(6) 2022. This s-ICD remains in-service.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be exhibiting premature battery depletion. During a routine follow-up, the device showed an estimated 16 percent till the device meet elective replacement indicator while, prior ambulatory follow-up showed an estimated 36 percent. Latitude data was reviewed, boston scientific technical services consultant confirmed that the power consumption is increasing in a gradual fashion and recommended device replacement due to this anomaly. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Additional information was provided in section b5 describe event or problem.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be exhibiting premature battery depletion. During a routine follow-up, the device showed an estimated 16 percent till the device meet elective replacement indicator while, prior ambulatory follow-up showed an estimated 36 percent. Latitude data was reviewed, boston scientific technical services consultant confirmed that the power consumption is increasing in a gradual fashion and recommended device replacement due to this anomaly. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.